Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device broke when pushing medications through it. The user was not pushing at a fast rate; there was regular pressure going into a spinal needle. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
G1 - mfg contact office address 1, g1 - mfg contact office city, g1 - contact office region state and g1 - contact office zip code: correction. D3 - mfg establishment name and h6. Codes: updated. Device evaluation: no physical sample was returned. One (1) photo provided for evaluation and confirmed the complaint of breaks when pushing medication thru, the photo confirms tubing disconnect. The potential cause was unable to be determined. The lot history review could not be completed because no verifiable lot number was identified or available in the system records.